Event description:
The tip of the 3.5 hex driver sheared off into the cavity of the glenosphere set screw. The glenosphere was locked down and left intact. Tip was left in the glenosphere. Surgeon was using the handle while using the driver.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.